Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00222. It was reported the patient was unable to increase the amplitude using the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming did not resolve the issue. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-00222. Follow-up information revealed the patient's leads were fractured and a kink was also found at the site. Consequently, the patient underwent surgical intervention wherein the patient's leads were explanted and replaced. Effective therapy was restored following the procedure.